Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture, bilateral capsular contracture, baker grade 3, anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor memorygel breast implant 275cc (right) and an unspecified mentor gel implant (left) and experienced a rupture on the right side implant as well as bilateral capsular contracture, baker grade 3 and bilateral ptosis. As a result, the patient underwent explantation on (B)(6) 2019. This report is for the left side implant.